Manufacturer narrative:
(B)(4).

Event description:
It was reported that a 840 ventilator went into an inoperable state. Although requested, the following information was not provided: if a patient was impacted by the reported event, patient outcome, as well as if any intervention was required on behalf of the patient.

Manufacturer narrative:
(B)(4). The customer confirmed that the ventilator was not in use on a patient at the time of the reported event. The customer reported to have replaced the exhalation valve flow sensor (evq), performed extended self-testing on the device and all tests passed. Covidien was not authorized to evaluate the device.